Event description:
Casella, g. T., khurana, s. R. Undiagnosed catheter connection malfunction in a two-piece catheter as the cause of failed intrathecal baclofen (itb) pump therapy. A case report. Pm<(>&<)>r. 2013;5(9, supplement). Summary/reported event: a (B)(6) man with spinal cord injury and itb pump to treat spasticity. Itb pump was placed in 2004 and replaced in (B)(6) 2009. In (B)(6) 2009, the catheter was changed. His spasticity was well controlled until (B)(6) 2012, when he began experiencing increased spasms. The pump was interrogated and logs reviewed multiple times; catheter access done with no abnormalities. He underwent a dye and roller study under fluoroscopy that did not demonstrate leakage, obstruction, or migration of the catheter, but the pump failed the roller study. In a second study, pump and the catheter were functioning properly. Because the patient¿s spasticity was poorly controlled, the pump and the 2-piece catheter were changed and examined. A leak in the connector between the 2-piece catheter was identified upon injection of saline. Spasticity improved significantly after the pump and catheter were change. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4). It was not possible to match this event to a previously reported event. Event date estimated; symptoms reported to have begun "(B)(6) 2012." Implant/explant dates estimated; exact dates unknown. (B)(4)